Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic rectosigmoidectomy. During stapling of the rectum, the proximal staple line was incomplete. The load was able to cut the tissue but did not staple it. The case was completed by the surgeon manually suturing. The operation time was extended more than 30 minutes. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.